Event description:
On (B)(6) 2009, the patient underwent a surgery with the surgeon wherein he inserted two rods into her back and rhbmp-2/acs was further implanted. Patient's aftercare following her second surgery, her legs and feet were constantly swollen and she required compression stockings and a walker to move around. Following the surgery, the patient required constant care after an internal stitch from the surgery near the lowest part of her back had broken. In her post-operation visit with the surgeon on (B)(6) 2009 , she expressed concern about her excessive bleeding from her wound. Following her post-operation visit, she required a wound vac to operate 24 hours a day on the bleeding from her internal stitches and her wound also developed a yeast infection that required extensive time to recover from. Due to the extensive wound care required of patient's bleeding from the internal stitches, her post-operation physical therapy did not begin until (B)(6) 2009. On (B)(6) 2010, where she was informed that her back looked great according to the x-rays and asked her to follow up in (B)(6) 2010. On (B)(6) 2010, the patient visited the patient where he told her that her b ack looked great according to a CT scan. The patient continued to experience pain in her back that she never experienced prior to the surgeon's surgeries. The surgeon informed the patient that her back pain was a result of neuropathy rather than the surgery. The patient¿s legs continued and continue to have a burning sensation, despite the fact that the purpose of these surgeries was to correct this problem. In (B)(6) 2012, the patient consulted another doctor, who diagnosed her with carpal tunnel syndrome due to her complaints of numbness in her hands.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies were returned for evaluation.